Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. In accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Event description:
The user facility reported delivery issues were encountered during implant of an impella cp pump for mechanical circulatory support to a patient experiencing acute myocardial infarction/cardiogenic shock. It was stated that the impella cp pump was unable to pass the iliac bifurcation and subsequently kinked during the delivery. A new impella cp pump was successfully implanted for planned support. There was no report of patient harm resulting from the delivery issue.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine the root cause. The root cause of the delivery issue was most likely patient condition related, the pump was unable to pass the iliac bifurcation and subsequently kinked during the delivery as per the clinical description. The instructions for use for the impella cp states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation). Section: warnings & cautions: warnings section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: warnings ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ added-h6 impact code 4629 corrections to the initial MFR report: d4 model number.